Event description:
On 03/24/2022, it was reported by a sales representative via email that an ar-9510-2 lever-locking broach handle fell apart as surgeon was using a mallet to insert it in the humerus. This was discovered during a rtsa procedure on (B)(6) 2022 and it was completed successfully without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the handle felt apart. The picture shows the ø.0787 in pin is missing and the trigger assembly disassembled.